Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "error code 41301". The pump was found it to be in good physical condition. The event log revealed error code system fault 41301. The customer's reported problem was verified. The first time the device powered up, error 41301 displayed with continuous alarm. After another attempt was made to power up the device, it was successful. The error code 41301 is sometimes indicative of a hardware fault. The circuit board will be replaced. What caused the reported problem was the circuit board.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump displayed error code 41301. It is unknown if there was patient involvement.